Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that event involved a male pt. Relevant medical history/diagnosis: pt had a severely leaking mitral valve and acute myocardial infarction (ami) with angioplasty performed to rca (right coronary artery) in 2008. Pt developed acute heart failure on 5/20/08 and as a result, was taken for a new angiogram. Intra-aortic balloon (iab) was needed for support because of low blood pressure and pulmonary oedema. Prior to insertion, iab was removed from tray before zeroing. Several attempts to zero fiberoptix sensor (fos) were made, but pump did not accept/recognize blue fos. Cal key was recognized. They tried to zero iab by using another pump, but still no changes in fos status, status codes: ll & rl. Catheter was replaced with a new one and fos was zeroed without any problems. Catheter being returned was inserted for a short while after zeroing had failed, but was immediately explanted and replaced - there were no attempts to zero catheter once it was inside pt. All attempts to zero fos were performed prior to insertion.